Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy for a while due to wavelet, then detected the ventricular tachycardia (vt) episode. Reprogramming was performed to turn wavelet off; lower the vt zone, and optimize the atp scheme. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated there was a wavelet detection. Episode #6 withheld for wavelet for a short time then detection occurred due to low wavelet match scores. Another wavelet vector programming is required. (B)(4).